Event description:
The micro oscillating saw was sent in for eval because it was getting hot to the touch after 30 seconds. The event occurred during a routine maintenance visit; no pt adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.